Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter failed to flush through the irrigation site.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 foley catheter for evaluation. Visual inspection of the exterior of the sample found no abnormality observed. Irrigation eyes were present. An attempt to inflate water through the irrigation lumen was made and water could flow through the irrigation eye. Dissected catheter do not found any abnormality contribute to this event. How and when problem occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "this product contains natural rubber latex which may cause allergic reactions". Single use only. Do not resterilize. For urological use only." (B)(4).

Event description:
It was reported that the catheter failed to flush through the irrigation site.